Manufacturer narrative:
Manufacturer has reached out to the hcp and established there has been nothing untoward with the patient. The hcp does not recall removing any external parts from the ear canal. They report no visible accidental damage to the device. There are no pictures of the device nor of the reported incident. The device is not available for analysis. Manufacturer has checked the modelling files and the production order of this device and confirms the modelling of the wax guard was done correctly. Manufacturer confirms that wax guard is a detachable part of the hearing aids by design. An applicable risk on the detachable parts of the device remaining in the ear canal is present in the risk assessment of this device. Risk control measures, including appropriate warning in the user guide, are implemented. The risk file of the subject device has been checked and the risks corresponding to the incident have already been addressed within and are considered valid and accurate. Manufacturer has reviewed the user guide of the subject device, where the presence of an information referring the patient to contact the hcp if the hi fails to operate after wax guard system replacement. The user guide also contains a warning adequate to the subject incident, where a patient is advised to visit an hcp in case the wax filter remains in the ear canal.

Event description:
It has been brought to manufacturer's attention that the wax filter of the hearing aid stuck in patient's ear. Patient had to go to gp to have the wax filter removed.

Manufacturer narrative:
Manufacturer has initiated a follow up interview and medical device technical file review. Location of the device is being established. This is the initial report. Follow up report will be submitted upon receipt of further information.